Manufacturer narrative:
The events of "fluid (likely to be silicone) in the left breast," and "lymph node is experiencing a reaction to the implant," are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid (likely to be silicone) in the left breast," "silicone in my lymph node and/or my lymph node is experiencing a reaction to the implant."

Event description:
Patient reported left side "discomfort, " "fluid (likely to be silicone) in the left breast," "silicone in my lymph node and/or my lymph node is experiencing a reaction to the implant," and "the implant has folded over the fluid." Device remains implanted.

Event description:
Patient reported left side "discomfort, " "fluid (likely to be silicone) in the left breast," "silicone in my lymph node and/or my lymph node is experiencing a reaction to the implant," and "the implant has folded over the fluid." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.